Manufacturer narrative:
The event unit was returned to applied medical for evaluation. Visual inspection confirmed the complainant¿s experience of cannula tip damage. Based on the condition of the returned unit, it is possible that the reported event was due to contact with surgical instruments during the procedure. However, applied medical has reviewed the details surrounding the event and related products and is unable to determine the cause of the reported event based on the evaluation of the returned unit. Applied medical has performed a historical trend analysis and review of production records and no relevant documentation was identified. This event was initially reported based on the description of the event. However, based on the evaluation of the returned unit, applied medical determined that this event is not reportable as the damaged cannula is unlikely to cause or contribute to death or serious injury.

Event description:
Procedure performed: thoracoscopic mediastinal tumor resection. Event description: this is a complaint from the market. During surgery, the tip of the obturator was cracked. No patient injury or illness associated with this event. Replaced to a hospital inventory new ctr73 and the procedure was completed. The investigation report has not been requested by the hospital. This event unit will be returned. Intervention: replaced to a hospital inventory new ctr73 and the procedure was completed. Patient status: no patient injury or illness associated with this event.

Manufacturer narrative:
The event unit is anticipated to return to applied medical for evaluation. A follow-up report will be sent upon completion of investigation.

Event description:
Procedure performed: thoracoscopic mediastinal tumor resection. Event description: this is a complaint from the market. During surgery, the tip of the obturator was cracked. No patient injury or illness associated with this event. Replaced to a hospital inventory new ctr73 and the procedure was completed. The investigation report has not been requested by the hospital. This event unit will be returned. Intervention: replaced to a hospital inventory new ctr73 and the procedure was completed patient status: no patient injury or illness associated with this event.